Event description:
My husband has the implantable nerve stimulator installed based upon a friend's referral. That friend who also has the implantable nerve stimulator, went to turn off the device but it would not work. After, they spend hours calling the doctors and rep, she called us and wanted to see if my husband's remote worked because he was panicking, unable to talk and worried he was going to vomit and choke. He texted her that he was going to die! Needless to say, my husband's device turned his off. So, with that said my husband and I talked to the rep and doctor and want to know in these types of situations what should be done? The hospitals do not have any type of training, nor do they have on hand the device to turn off the implantable nerve stimulator if they go to the emergency room. So, we requested an extra remote in case this should happen - they refused. They can't provide us with any answers or steps to follow should this happen to him, so I am documenting this case so if anything should happen to my husband that our concerns went unanswered, and no solution was presented to us on the medical steps to follow should this happen. We are going out of the country in september, and we want an extra remote because what if this happens there - are they medically equipped to deal with this? This is a serious incident and I have no idea why there are not any protocols in place, sounds like the company is taking the stance that upon someone dying they will do something. If I had known that there were no protocols in place for emergency's I would not have recommended my husband have this procedure done. I think the FDA needs to implement some type of protocol in cases of emergency's especially when a person is traveling out of the country. Why would a company not want to protect patients, when a problem is presented? Deaths can be prevented, especially with the information that they have regarding these medical emergencies with the remotes for this implantable nerve stimulator.